Event description:
It was reported that the customer was hospitalized with low bgs. In 01/2005, a medical professional personally adjusted the basal rates determining the amount of continuous delivery. Four days later, pt was found in their bed unconscious and was taken to the hospital by ambulance. Customer remained in the coma for five days. The dr determined the comatose state as the result of a stroke which was triggered by a insulin overdose.